Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump alarmed unexpected restart. The customer stated they inserted a new battery when the pump alarmed. The customer declined troubleshooting. The customer's blood glucose was 150mg/dl. The customer was advise to call back if issues persist.